Manufacturer narrative:
Final analysis found normal device characteristics and the complaint could not be reproduced during testing. However, review of received printouts found that a calibration anomaly in the measured data caused a false remaining longevity calculation.